Event description:
It was reported that a catheter break occurred. A 135/10 renegade hi-flo was selected for use. During preparation, when the catheter was flushed with heparinized saline with a 10ml syringe, it was noted that the device immediately broke in half near the distal end of the device. Furthermore, the braiding was apparent. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter break occurred. A 135/10 renegade hi-flo was selected for use. During preparation, when the catheter was flushed with heparinized saline with a 10ml syringe, it was noted that the device immediately broke in half near the distal end of the device. Furthermore, the braiding was apparent. The procedure was completed with another of the same device. There were no patient complications reported. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was fractured in 1 location. The location of the fracture was 19.5cm from the hub. The shaft was not completely separated the inner liner was still connected. The stretching and the fracture that was noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. The device showed multiple kinks located from the tip to 20cm proximally. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.